Event description:
The dr stated that air was seen on the CT scan in the ventricles of the heart; approx 10 to 15 mls of air present. No harm to pt.

Manufacturer narrative:
Infusion did not take place through the q-syte; however, the 2nd q-syte was in place. Bd sales rep observed the technique used and procedures were followed correctly. The tech indicated that they fill the contrast canister from a bottle and there was approx 50 micro bubbles present. They fill up the canister and attach the pressure tubing and then are to prime the device, however, the tech not sure it had been primed. Apparently, the contrast ran out during the infusion and they had to hand another bottle of contrast to finish the infusion. The dr was contacted and he did not know if this was a product problem and would not provide any pt info. The dr wants to find out if air problem is related to the power injector before coming to a conclusion as to whether it is a product problem. The rep for the power injector will be meeting with the facility to see if the machine is working properly. Results: a review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. Received two unused nexiva units with the four q-syte attached. A visual and microscopic exam was performed and no damage was observed on any of the units. Leak testing was performed on the nexiva units and no leakage was observed. Leak testing was performed on the q-syte units and no leakage was observed. Iso luer air leak testing was completed and no air bubbles were observed. The four q-syte units were dissected to evaluate the bottom septum disc and no cut was observed. Conclusions: the actual unit was not available for eval, however, the rep units returned were tested and all meet mfg specs. The instructions for use state: 18-22 gauge catheter systems are suitable for use with power injectors set to a maximum pressure of 300 psi and within maximum flow rates recommendations (table included on IFU), when the access ports are removed and a direct connection is made. The patency of the catheter system must be assured immediately before power injecting. Measure should be taken to avoid kinking or obstructing the catheter system during power injection to avoid product failure. (B)(4).